Event description:
It was reported that during deployment of the vascular stent in the iliac artery, the deployment mechanism became blocked when the stent was being released 1 cm. The entire delivery system was removed and replaced by another vascular stent that was deployed successfully. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.